Manufacturer narrative:
(B)(4). Date of initial report: 12/14/2015. The incident generator has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the generator display was only partially showing, that the priming purge did not show up. The unit was reset several times and the outlet was plugged in and out but nothing improved. The procedure was cancelled.

Manufacturer narrative:
(B)(4). Evaluation confirmed the reported failure. The investigation isolated the failure to the control board. The control board was replaced and the generator functioned normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.